Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the generator was powering down before completing its initialization. Analysis also found the upper case dented which caused the keyboard in one corner to type incorrectly, the ring and side bail covers were contaminated, the lead flex cover was corroded, the battery contacts compressed and the liquid crystal display (lcd) was missing segments. (B)(4).

Event description:
It was reported that the external pulse generator was powering down before completing its initialization. It was noted that the unit had not been sent in for the organizational medical device correction. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that the external pulse generator was powering down before completing its initialization. It was noted that the unit had not been sent in for the organizational medical device correction. The generator was returned for service. No patient complications have been reported as a result of this event.